Event description:
It was reported that the insulin gauge displayed a different amount than the caller expected, showing a fill estimate issue. The fill estimate was 120 units, while the caller expected 300 units. Customer's blood glucose level was not impacted adversely. Customer was educated about the accuracy of positive values on the gauge and instructed to deliver a 10.2 unit bolus to adjust the fill estimate, resulting in an updated estimate of 130 units. Caller's issue resulted from not completing cartridge air removal, and they were advised to perform this step in the future. The caller declined to load a new cartridge and chose to continue using the current one, planning to follow up if necessary.